Event description:
Additional information received indicating that it was suspected that the cause of the event was due to lead fracture. However, no diagnostic imaging was conducted to confirm the alleged cause.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow up, high capture threshold and high, out-of-range pacing impedance were noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.